Event description:
On 11-jul-2023, (B)(4), a wholesale distributor, received a customer complaint from (B)(6). (B)(6) stated there was an issue with almost all freestyle libre 2 sensors from lot ktp006708 in his possession. The sensors display an error message on the reader that the sensor is not compatible with the reader. When patients based in the united states called libre support to report the issue, they were told that based on the serial number provided, abbott will not replace the sensor as it was manufactured for a country other than the united states. Abbott will not provide support for a sensor manufactured for use outside of the united states. (B)(4) initially contacted abbott on 13-jul-2023 to request guidance on behalf of the customer. Additionally, (B)(4) requested information inquiring about the potential impact to product within (B)(4) current inventory. Despite multiple attempts by (B)(4) to obtain this information while corresponding with abbott, the most recent attempt sent by (B)(4) on 01-mar-2024, abbott has not provided (B)(4) or the customer with any of the requested information or resolution about this issue.